Event description:
It was reported that the head of the micro oscillating saw heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be filed if the device is received and a quality investigation has been completed.